Event description:
Left-side suspected rupture.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with creases, light yellowing, and areas of delamination along the creases. The device weighed 403.3 grams. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.